Manufacturer narrative:
The referenced device was returned to service center for an evaluation. The device was attached to the usg-400/esg-400 generator and passed the probe check test. Both switches were checked and found both switches were functional. A visual inspection was performed on the returned device and there was some tissue build up. The ptfe pad (teflon pad) was inspected and found a portion of the teflon pad missing at the distal tip jaw with metal exposed. The missing portion of the teflon pad was not returned. The exposed metal on the jaw caused a short circuit error when the jaw was fully close during activation. The distal end of the device was inspected under a microscope and found charred marks to the probe unit. Based on the similar reported events, service center was determined the cause for the damage teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated.

Event description:
The manufacturer was informed that during a therapeutic total laparoscopic hysterectomy procedure (tlh), the hand piece device stopped working. Also, it was reported that the generator settings were the usual settings and the user cannot remember the error message. The intended procedure was completed. The device was inspected prior to use and no abnormalities were observed. There was no patient injury reported.